Manufacturer narrative:
(B)(4). One used transfer set was received with a cap on the dark blue connector and no cap on the patient connector in reference to the report of a leak. A lab titanium adapter was functionally hand tightened without difficulty and pressure testing was performed underwater with no leak noted. During visual inspection no abnormalities were noted. The complaint was not confirmed in the lab. A batch review was not performed due to an unknown lot number. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding a leak between the patient connector of the transfer set and the catheter adapter. The customer reported the transfer set was used for 180 days. There was no patient injury or medical intervention.